Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed blisters under the rear therapy electrodes. The blisters were bleeding. The patient's physician recommended that the patient apply neosporin to the irritation. Further attempts to follow up with the patient were unsuccessful.